Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's right ventricular lead had high capture thresholds, r-wave sensing amplitude variation, and failure to capture. The lead was capped and replaced on (B)(6) 2021 without issue. The patient was stable throughout.